Manufacturer narrative:
The device was not returned to mmdg. Evaluation has not been possible. A review of the device's history record showed all acceptance records present, and no non-conformances.

Event description:
The initial reporter stated that the pump infusion ended before it should have. Specifically: "nurse claims the infusion ended 30-45 minutes earlier then programmed. She claims the bag was empty, the pump alarmed up occlusion, indicated 1582 ml was infused. It was also noted by the nurse the administration was placed incorrectly, on the backside of the pump door during the infusion. Nurse claims the patient was not harmed by this incident, patient remains in the hospital due to her diagnosis and not impacted by the incident." The pump was set to deliver 1680 ml at a rate of 105 ml/hr. (B)(4).

Manufacturer narrative:
This follow up is being filed to include new information as well as a correction. In the initial MDR the serial number of the device was erroneously reported as (B)(4). The correct serial number is (B)(4). The pump was also returned to mmdg for investigation after the initial MDR was filed. The pump operated per product specifications. Mmdg was not able to replicate or confirm the reported complaint.

Event description:
The initial reporter stated that the pump infusion ended before it should have. Specifically: "nurse claims the infusion ended 30-45 minutes earlier then programmed. She claims the bag was empty, the pump alarmed up occlusion, indicated 1582 ml was infused. It was also noted by the nurse the administration was placed incorrectly, on the backside of the pump door during the infusion. Nurse claims the patient was not harmed by this incident, patient remains in the hospital due to her diagnosis and not impacted by the incident." The pump was set to deliver 1680 ml at a rate of 105 ml/hr. (B)(4).